Manufacturer narrative:
Concomitant product: cryoconsole 106e2. Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. The event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristic is male/(B)(6) years old for the patients referenced in the article. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿adenosine testing after cryoballoon pulmonary vein isolation improves long-term clinical outcome.¿ neth heart j (2012) 20:447¿455. Doi 10.1007/s12471-012-0319-1.

Event description:
Y. L. E. Van belle <(>&<)> p. A. Janse <(>&<)> n. M. S de groot <(>&<)> w. Anné <(>&<)> d. A. M. J. Theuns <(>&<)> l. J. Jordaens. ¿adenosine testing after cryoballoon pulmonary vein isolation improves long-term clinical outcome.¿ neth heart j (2012) 20:447¿455. Doi 10.1007/s12471-012-0319-1. The literature publication reports the following patient complication: there was one (1) patient who had a pericardial tamponade which was drained. The status/location of the sheath is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.